Event description:
Patient was receiving a fistulogram with intervention. A balloon was introduced in the fistula and burst during inflation. On system removal, it was noted that the marker band at the balloon tip had broken off into the tissue. Tip was left in the patient.

Event description:
Patient was receiving a fistulagram with intervention. A balloon was introduced in the fistula and burst during inflation. On system removal, it was noted that the marker band at the balloon tip had broken off into the tissue. Tip was left in the patient.

Manufacturer narrative:
Top assembly batch history record was reviewed. All processed to the correct validated parameters by trained personnel. All units were 100% visually inspected and leak tested to rated burst pressure. The correct work instructions were utilized at the correct revisions and all operators that worked on the batch in question were fully trained on their respective work steps. The components used in the manufacture of this batch are consistent with those used on all passeo-35 hp product. There were no CAPA's, ncr's or deviations associated with the batch in question. No unusual anomalies were noted following the batch review. All rejected units reconciled correctly with the bhr quantity. The unit has not been returned for further investigation.

Manufacturer narrative:
Follow-up report to submit additional information not known at time of initial submission.

Event description:
Follow-up report to submit additional information not known at time of initial submission